Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an exit block and the lead exhibited high thresholds and high impedance. The lead remains in use but the physician decided to implant a pace/sense lead due to the rising high thresholds and pacemaker dependency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.